Manufacturer narrative:
Device passed displacement test. Intermittent button response on the select button due to moisture damage on keypad traces. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63. Device received with cracked select button on keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump was stick and were not responsive during heat. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that right now they are working. The insulin pump will not be returned for analysis.